Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump was not keeping time properly. The device would not link to the glucose meter either. The patient's blood glucose at the time of incident was 108 mg/dl. The mother noted the time clock anomaly while her son was laying down on the bed watching tv. The time clock was losing time; the mother confirmed that the time loss was not greater than 9 minutes in 30 days. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed functional testing, including the self test and unexpected restart tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was reset with the correct time/date and was monitored for 13 days, and no time/date anomaly was noted. The pump communicated properly with the blood glucose meter. The pump had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.